Event description:
The complainant has reported that a patient (age and gender unknonw) underwent a therapeutic polypectomy in the colon for treatment. The resolution clip device would not fully deploy. The clip did grasp the tissue at the bleed site (poet polypectomy) in the colon. The clip would not release from the catheter to complete deployment. The clinician manipulated the device unitl it released from the tissue. There was no additional trauma sustained to the bleed site. The patient did not sustain any noted complications or ill effects due to the deployment issue. The bleed was successfully treated with another resolution clip.